Event description:
It was reported that during an atrial fibrillation ablation procedure, ablation was being performed around the right superior pulmonary vein when a spike in temperature occurred, and after the catheter was removed from the body, inspection revealed endocardial tissue on the catheter; the procedure was temporarily interrupted for catheter replacement. It was also reported that during device preparation for the replacement catheter, a temperature sensor error appeared upon connection; the device was prepped and the catheter was unplugged and re-plugged on both ends, but the error persisted on the radiofrequency generator, and the catheter was replaced again, which resolved the issue. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.